Manufacturer narrative:
G3: correction to g3 on initial report, date received by manufacturer corrected to 05/13/2026.

Manufacturer narrative:
B3: (B)(6) 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the occlusion test of the preventative maintenance, instead of the plunger retracting during the occlusion, an audible pop was heard and the plunger stops abruptly, giving the message: "travel course error." There was no patient involvement.

Manufacturer narrative:
D8: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.